Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise that could be seen on the stored electrograms. It was also noted that there were many inappropriate automatic mode switch episodes. The noise could be reproduced with pocket manipulation and isometrics. Programming was set to ddi.